Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Thv stuck in strain relief region of sheath, two (2) struts protruding through strain relief region. Two (2) struts bent outward at the inflow side. Bent struts corrected upon expansion. Valve profile is canted. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided from the site and revealed the following: patient's right access vessel had presence of tortuosity and calcification. Two (2) struts bent outward at the inflow side. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint was confirmed based on returned device evaluation and relevant imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) likely contributed to the event as resistance was encountered during advancement of the delivery system/thv through the sheath, the returned device evaluation revealed two bent struts on the inflow side and 3mensio imagery revealed tortuous anatomy in the patient's right access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. When advancing the valve through the esheath, resistance was encountered. Upon further examination, one of the struts of the valve was protruding through the side of the sheath and was unable to advance. The valve became lodged in the wall of the sheath at the white portion. With the valve and delivery system still in the sheath, the decision was made to remove everything as a unit and start with a new valve, sheath, and delivery system. The case was performed without further problem and no harm was done to the patient.

Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.